Event description:
It was reported that the patient presented in clinic for a routine device change out procedure. The atrial lead exhibited noise. The lead was explanted and replaced successfully. No patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found insulation abrasions at 6.1 cm to 6.1 cm and 10.6 cm to 10.9 cm from the connector pin. The abrasions were consistent with exposure to constant friction against another implantable device or feature of the heart. This most likely contributed to the reported complaint of noise problem.